Event description:
It was reported the gastrovideoscope was cleaned without the waterproof cap. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported device being reprocessed without the waterproof cap issue was determined to be the result of not following the reprocessing steps as instructed in the device IFU; user handling/mishandling . The event may be detected/prevented by following the instructions for use (IFU) which state: operating instructions, evis lucera ultrasonic gastrovideoscope, olympus gf type uct260 for safe use handling and general precautions ¿ do not hit or drop the tip, flexible parts, curved parts, operating parts, universal cord, or scope connector of the endoscope. Also, do not bend, pull, or twist with strong force. Doing so may damage the device, causing injury to the body cavity, burns, bleeding, perforation, or falling parts. ¿ do not bend the insertion tube of the endoscope with excessive force as this may cause damage to the insertion tube. ¿ do not apply shock to the tip of the endoscope, especially the ultrasound probe or lens surface. This may cause abnormalities in ultrasound images and endoscopic images. ¿ do not grasp the ultrasound transducer when holding the insertion tube. The ultrasound probe may be damaged and a normal ultrasound image may not be obtained. ¿ do not twist or bend the curved part by hand. There is a risk of damage. ¿ do not forcefully squeeze the curved part. The covering material on the curved part may stretch or tear, causing water leakage. Chapter 7 cleaning, disinfection and sterilization procedures 7.1 equipment needed for cleaning, disinfection and sterilization waterproof cap (mh-553) by attaching it to the electrical connector and ultrasonic connector of the endoscope during cleaning and disinfection, it prevents water from entering the electrical connector and ultrasonic connector. To check for water leakage in the endoscope, a water leak tester can be attached to the vent metal of the waterproof cap (see figure 7.2). Olympus will continue to monitor field performance for this device.